Event description:
It was reported that the ilet screen cracked after the device, stored in a bag at a gym, was stepped on, rendering the display unusable and necessitating replacement of the unit. Symptoms included no patient injury or physiological effects. Outcomes included no interruption of therapy requiring medical attention and no need for medical care. Investigation included a review of the reported physical damage and logistical processing for replacement. Investigation of this case revealed product damage due to external physical impact. It was concluded that the event was attributable to accidental damage unrelated to device malfunction.